Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio observed that when the customer's third party usb data cable was plugged in to their device, it would prevent the device from powering on.  Additionally, if the cable was not initially plugged into their device, but was later plugged in after the unit had been powered on, it would power off by itself.  Physio removed the third party usb data cable from the device and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.  The customer advised that they will obtain a replacement cable. Physio further examined the removed third party usb data cable and determined that the cause of the reported issue was that the +12 volt line had an electrical short.  Physio observed that when the cable was plugged into a test device and gently moved, the unit would power off by itself, or fail to power on. (B)(4).

Event description:
The customer contacted physio-control to report that their device would not power on when prompted.  The customer advised that the green led for the power button would be lit; however, the screen would remain blank.  There was no patient use associated with the reported event.